Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for gripper actuation issues. It was reported that during preparation of the clip delivery system (cds), one gripper did not fully lower. Standard troubleshooting maneuvers were performed; however, the gripper did not fully lower, and the decision was made not to use the device. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.